Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple intermittent unspecified alarms while loading multiple cartridges. There was no impact to the customer's blood glucose level. Reportedly, the customer was able to load a new cartridge successfully.